Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to take a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patients ipg was unable to take a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the patients charging problem was due to a non device related accident.